Event description:
The customer reported that after pipetting an antibody screening plate on summit it was observed that no sample was delivered to wells a4 through e4. No error was generated. No death or serious injury was assocaited with this incident.